Manufacturer narrative:
The engineer performed tube adaptation and tested the system, which now meets the specification for the performed service and was returned to use.this report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that the system had a large focus arcing problem during exposure. The clinical use of the system was in use. There was no harm reported to philips.